Event description:
It was reported that the ventilator turbine intermittently turns off and stops delivering flow. It is unk if the ventilator alarmed. The field service technician was able to verify the intermittent operation of the turbine. The reported problem was found during bench testing.

Manufacturer narrative:
Na